Manufacturer narrative:
Device evaluation summary: during analysis of the sample was found ruptured and received in three (3) pieces. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. It is possible that the accident was the cause of the rupture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast implant rupture concomitant medical products: right side 400cc; mentor memorygel breast implant; catalog#: 3504004bc; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant and was presented with left side breast implant rupture noticed by patient around (B)(6) 2019 and confirmed by ultrasound on (B)(6) 2019. The patient was in a car accident in (B)(6) but doesn't know if this is the cause of the rupture. As a result, the patient underwent bilateral explantation and replacement with catalog number 350-3004bc on (B)(6) 2019.